Event description:
A faculty representative reported that during an implantable collamer lens (icl) implantation procedure, a component of the delivery system experienced issued. Reportedly, "tried to load correctly twice, decided to use backup lens." Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Manufacturer narrative:
B5 - originally the claim was determined to be reportable, but upon further review was determined not reportable.